Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, that the unit was running on battery while plugged to a working ac outlet. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Investigation in process, but not yet completed.

Manufacturer narrative:
Eval in progress, but not yet concluded. The user facility's biomedical engineer found a broken wire (brown connects to the circuit breaker) and loose wires on the ac power tray assembly.